Manufacturer narrative:
Follow-up on 3/4/2016: customer reported bg levels have stabilized to 119 (mg/dl). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 555 (mg/dl) and ketones. A correction bolus was administered and supplies changed to address bg levels. System check with tandem technical support indicated pump was performing as expected. Customer's bg levels decreased to 332 (mg/dl) during troubleshooting. Recommendation was made to consult with health care provider to discuss diabetes management.